Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a problem with his supply order. The customer then stated that he was in the hospital recently. The customer stated that he went into a coma due to high blood glucose levels. Offered to conduct troubleshooting, but the customer declined. Nothing further was reported.